Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). (B)(4) for use of the 20 fr sheath, per instructions for use, under indications for use: the perclose proglide 6 f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5 fr to 8 fr sheaths. The other four perclose proglide devices referenced is being filed under separate medwatch MFR numbers. The device is expected to be returned for investigation. It has not been received.

Event description:
It was reported that suture placement was successful using five proglide devices in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. A 20 f procedural sheath was used. Reportedly, after successfully deploying the sutures and achieving hemostasis, the suture trimmer would not cut the suture. Scissors were used to cut the sutures. Upon re-entry of the guide wire, after initial deployment the guide wire gets stuck, sometimes coils to a spring like shape and will not advance. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the gated suture trimmer was returned for evaluation. Based on the analysis and successful test results the reported experience of the gated suture trimmer not cutting the suture could not be confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the reported failure of the suture trimmer not cutting the suture could not be determined. The review of the report of the guide wire being difficult to insert: the product was not returned for investigation. The difficult re-insertion of the guide wire into the device as reported can be influenced by, but not limited to; manufacturing, patient anatomical conditions and user technique. The reported difficult to insert guide wire was not confirmed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.